Event description:
I am writing this to log a complaint about breast implants. The implants are mentor plus profile - smooth round, lot #5686744, (B)(4) and (B)(4). In (B)(6) 2006, I had a mastopexy with saline breast implants with very poor results. There is significant asymmetry and severe contracture of the implant on both sides. Nine months after the surgery, a second surgeon listed the contracture on the right as a class iii and the left as a class I or ii and both have gotten worse over the last two years. The deformity is very distressing even though it can be hidden with clothing. Dates of use: #1 (B)(6) 2006 -- (B)(6) 2010, #2 (B)(6) 2006 -- (B)(6) 2010. Diagnosis or reason for use: #1 breast augmentation, #2 breast augmentation.